Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error. Blood glucose value is 140 mg/dl. Customer does not recall any significant events leading to the alarm. Nothing further reported.

Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratches on display window.